Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received a complete lead was returned in one piece. A external insulation abrasion was noted at 11.9-12.1 cm connector pin consistent with friction to the device can. Two external insulation abrasions were also noted near the ring electrode. One breaching the outer insulation at 44.5-44.7 cm from the connector pin and the other one breaching the header sleeve at 45.0-45.2 cm from the connector pin consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.